Event description:
The patient called lifescan and alleged the one touch ultra meter had segments missing. The medical affairs specialist unsuccessfully attempted to contact the patient. While experience symptoms of feeling sleepy, thirsty and dizzy "at times", the patient attempted to test. The patient took insulin following attempted use of the meter. The patient was taken to the hospital and was given insulin. There are no readings. No information around the hospital visit. The last reading the patient could report was 224mg/dl about 1 week prior on the reported meter. The customer care representative verified segments missing. Thereis indication the product malfunctioned due to the missing segments, however insufficient information to state this led to a serious injury. There was no information regarding the hospital visit including readings and events surrounding the visit of if the patient had attempted to test in the week prior or the medication regimen.